Event description:
It was reported that the c500 cockpit continually disconnected from the m540 and showed a blank screen during two operating procedures on (B)(6) 2024. The c500 cockpit screen would go entirely black for 5 seconds at a time. After the 5 seconds of a blank screen, the display would show an "m540 disconnected," message, followed by the monitored parameters eventually returning to the display. However, not all waveforms were visible when the parameters returned. The customer confirmed the m540 was not affected by this error on the c500, as it continued to monitor with all waveforms and parameters visible on the m540 screen. This infinity acute care system (iacs) was not monitored by a centralstation. The m500 charging pins were confirmed to have been intact and not damaged. It was noted that the c500 was mounted on an a500 perseus. The clinician attempted to resolve the issue by swapping out the m540 device, but the problem continued to occur with each new m540. The entire a500 perseus device was taken out of clinical use.

Manufacturer narrative:
The review of the logs provided confirmed one disconnection on the reported date of event. However, the customer reported multiple disconnects, which could not be confirmed. The incorrect m540 logs were provided for review. Draeger made multiple requests for the correct m540 logs, but they were not provided. With the limited information available, no device malfunction could be confirmed.

Event description:
It was reported that the c500 cockpit continually disconnected from the m540 and showed a blank screen during two operating procedures on (B)(6) 2024. The c500 cockpit screen would go entirely black for 5 seconds at a time. After the 5 seconds of a blank screen, the display would show an "m540 disconnected," message, followed by the monitored parameters eventually returning to the display. However, not all waveforms were visible when the parameters returned. The customer confirmed the m540 was not affected by this error on the c500, as it continued to monitor with all waveforms and parameters visible on the m540 screen. This infinity acute care system (iacs) was not monitored by a centralstation. The m500 charging pins were confirmed to have been intact and not damaged. It was noted that the c500 was mounted on an a500 perseus. The clinician attempted to resolve the issue by swapping out the m540 device, but the problem continued to occur with each new m540. The entire a500 perseus device was taken out of clinical use.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.